Manufacturer narrative:
UDI number: (B)(4); additional manufacturer narrative: stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The device will not be returned to edwards for evaluation as it remains implanted in the patient. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Multiple requests for additional information regarding this event have been performed; however, no additional details have been provided at this time. Based on the available information, the root cause of the event cannot be determined, however, patient factors may have contributed. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
Edwards lifesciences maintains an (B)(6) registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional ¿customer complaint.¿ the information reported may or may not be related to the edwards device. It was reported through (B)(6) registry, a patient originally implanted with a 25mm aortic valve for 4 years 9 months, underwent an explant procedure due to severe aortic insufficiency. The patient was also reported to have sepsis. The patient received a replacement 29mm aortic valve. The patient is currently admitted to the hospital.

Manufacturer narrative:
Reference CAPA-20-00141.